Manufacturer narrative:
Testing and investigation found the device door roller missing and the door roller pin broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department with a work order for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. Though requested, no additional information was provided.